Event description:
Physician was preparing for a baby to be delivered c-section. When looking at a covidien shiley 3.5mm ett [endotracheal tube], the physician discovered the tube to be defective when viewing the ett in the package. It appears that the tube was sealed into the edge of the packaging and the end of the tube was melted. It appears that the tube was sealed into the edge of the packaging.